Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was in the emergency room for 2 hours due to a high blood glucose on (B)(6) 2017 with a blood glucose level of 600+ mg/dl. The customer's mother reported the customer struggling with high blood glucose readings of 190 mg/dl and 200 mg/dl with symptoms of nausea and headaches. They treated the high blood glucose levels with manual injections, however the levels continued to rise. The blood glucose value at the time of admission 500+ mg/dl. The customer was wearing the pump at the time of the hospitalization. The customers current blood glucose level was unknown. The emergency room healthcare professional reported the high blood glucose and ketoacidosis was caused by the infusion set bent cannula. The customer's mother performed troubleshooting and found the insulin pump and reservoir where working as designed. The reservoir and infusion set will not be returned for analysis.